Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter. Customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). It was unknown if the customer experienced any symptoms and could treatment themselves. The customer received unspecified treatment from a third-party administration for the reported product issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation.